Event description:
It was reported that the patient underwent a revision procedure wherein the ipg and leads were replaced due to an unknown reason. The patient was doing well postoperatively.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 5034316/5086571. Product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; batch: 21583686.